Manufacturer narrative:
Product complaint#: (B)(4). Additional information: h6: component code: g07002 - device not returned. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Additional information provided: if other, describe; patient has no known allergies to dermabond and has used in a previous surgery in past- patient has provided pictures to submit, did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? No, if no, was there any additional medical intervention required such as x-rays, additional procedures, prescriptions? Hydrocortisone cream, patient status/ outcome / consequences, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Reaction, rash, treated with rash cream, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study? No. Additional information has been requested however not received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. What was the procedure date? Was any surgical intervention performed? Were any cultures taken? Results? Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Was a dressing placed over the incision? If so, what type of cover dressing used? Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? Is the patient hypersensitive to pressure sensitive adhesives? Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Patient demographics: initials / ID, gender, age or date of birth; bmi has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of product used? Current patient status. Name of surgeon? What is the physician¿s opinion as to the etiology of or contributing factors to this event? No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that patient had a skin reaction and surgeon is implying its from dermabond being used. Patient has no known allergies to dermabond and has used in a previous surgery in past- patient has provided pictures to submit. Hydrocortisone cream was used as additional medical intervention. Device was not available for return.

Manufacturer narrative:
Product complaint #(B)(4). Corrected information: b5: it was reported a patient underwent a sleeve gastrectomy procedure on an unknown date and topical skin adhesive was used. Patient had a skin reaction and surgeon is implying its from adhesive being used. Patient has no known allergies to adhesive and has used in a previous surgery in past. Hydrocortisone cream was used as additional medical intervention. Device was not available for return. Additional information has been requested. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Additional information has been requested and received. What was the procedure date? --- in may. Was any surgical intervention performed? -- medrol pack. Were any cultures taken? Results? No. Please describe how was the adhesive was applied. What prep was used prior to, during or after adhesive use? Chloraprep, wiped away with alcohol than applied. Was a dressing placed over the incision? If so, what type of cover dressing used? Over incisions, no dressing on top. Is the patient hypersensitive or have allergies to cyanoacrylate or formaldehyde? N/a. Is the patient hypersensitive to pressure sensitive adhesives? Unsure. Was patient screening done prior the procedure, e.g. Check patient not allergic to cyanoacrylate, formaldehyde, bac, pressure-sensitive adhesive? Not sure. Patient demographics: initials / ID, gender, age or date of birth; bmi n/a. Has the patient used or been exposed to similar glues/agents for repair, crafts, cosmetic use (lashes, nails)? N/a. Was prineo/dermabond or skin adhesive used on the patient in a previous surgery or wound closure? Product lot of products used? Unsure. Current patient status. - reaction healed over time. Name of surgeon? Dr. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Still thinks its a dermabond formula issue but continues to use. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.